Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A non-csi device was exchanged for a viperwire advance guide wire in a 99% stenosed, severely calcified lesion in the anterior tibial artery (ta). A low speed and medium speed treatment was performed with a peripheral orbital atherectomy device. A balloon was used to post dilate the lesion. An attempt was made to exchange the guide wire, however, the tip of the wire separated from the shaft of the balloon. The balloon and wire were removed with no components left in vivo. The tip of the balloon was curled and the tip of the wire was wedged inside of the balloon. The vessel was re-wired and a new balloon was used. The patient was stable.